Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced increased pain in their feet and legs after stimulation was turned on following a trial procedure. Stimulation was turned off and the patient noted feeling immediately relief; however, the pain did not subside. The leads were explanted and the trial was aborted. There were no reports of further complications.